Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No damage on the lcd isolation tape noted. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump got no delivery . The patient¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer states they are stuck in rewind complete/bolus delivery loop. The product not returned for analysis.